Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Patient's lead also showed high impedance. In turn, surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.